Manufacturer narrative:
PMA/510 (k)#: k142688. The device involved in this complaint is an echo-hd-22-c device of lot# c1083999 and has not been returned for evaluation. With the information provided, a document based investigation was carried out. The customer complaint is considered confirmed based on the customer testimony. A possible cause of this complaint is that the needle kinked/bent at the notch during use. A needle kink/bend may also be attributed to patient anatomy if the lesion being punctured was a hard lesion or if the endoscope was used in a tortuous anatomy. It is also possible that the needle was damaged due to product handling when advancing/removing the device from the endoscope during use or if the stylet was not fully in place during advancement of the needle. If the needle was kinked/bent during use this could result in preventing the needle from fully retracting into the sheath. As the device was not returned for evaluation and conditions of device usage cannot be replicated in the laboratory it is therefore not possible to conclusively determine the root cause of this complaint. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-c device of lot# c1083999 did not reveal any discrepancies that could have contributed to this complaint issue. The notes section of the instructions for use ifu0077-3 that accompanies this device instructs the user to inspect the device prior to use for any damage: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". The patient did not experience any adverse effects due to this occurrence. The risk for this complaint has been assessed and has been determined to be low. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
After the first puncture, the handle of the echo device could not retract the needle back into the sheath. The physician could not puncture repeatedly. The physician withdrew the needle from the patient and found the grooved part of the needle was bent. Incident meets FDA MDR reporting criteria based on the malfunction precedence for this device family for 'non retraction of the needle'.

Manufacturer narrative:
PMA/510 (k)#: k142688. This echo device was received with the needle fully retracted into the sheath. The stylet was not returned. The sheath of the device was examined and no kinks were visible below sheath extender when the sheath extender was positioned at reference mark 5. A perforation of the sheath was noted near the distal sheath tip. On evaluation of the device it was possible to advance/retract the needle without resistance. The needle extension was examined and a slight bend was visible approx. 4cm from the distal needle tip; the distal needle tip was confirmed to be intact and slightly bent outwards. The issue experienced by the customer most likely occurred when the needle perforated the distal sheath tip during the first puncture which resulted in needle retraction difficulty. Although the needle could be advanced and retracted into the sheath without any issue during lab evaluation, the customer complaint was confirmed based on the damage noted to the sheath and needle tip and customer testimony. As the conditions of use cannot be replicated during the laboratory evaluation, it is not possible to conclusively state that this is the root cause of this complaint. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at (B)(4). As per internal procedures all products and packaging are 100% inspected for visual irregularities such as holes, dents, kinks or tears. There is also a check on each device to measure the needle extension and inspect it to ensure it is free from any damage / kinks. There is also a check to verify the needle fully retracts into the sheath. A review of the manufacturing records for echo-hd-22-c device of lot# c1083999 did not reveal any discrepancies that could have contributed to this complaint issue. The notes section of the instructions for use ifu0077-3 that accompanies this device instructs the user to inspect the device prior to use for any damage: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". The patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up report is being submitted due to the receipt and evaluation of the device involved in this event. Initial description submitted as follows: after the first puncture, the handle of the echo device could not retract the needle back into the sheath. The physician could not puncture repeatedly. The physician withdrew the needle from the patient and found the grooved part of the needle was bent. Incident meets FDA MDR reporting criteria based on the malfunction precedence for this device family for 'non retraction of the needle'.